Event description:
It was reported that the ultrasound gastrovideoscope exhibited tissue adhesive blockage in the forceps channel. The event occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g6, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the reportable malfunction was identified during the device evaluation: adhesive region between acoustic lens and ultrasound probe chipped. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunction tissue adhesive blockage in the forceps channel could not be established. Based on the results of the investigation, most probable cause of the malfunction adhesive region between acoustic lens and ultrasound probe chipped was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.